Manufacturer narrative:
The hill-rom technician found the foot caster not holding. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013-2016. It is unknown if the facility performed any other preventative maintenance on this bed. No further information is available on the repair of the bed at this time. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the brakes would not hold. The bed was located at the account in room 16. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).